Manufacturer narrative:
(B)(4). (B)(6). Report source, literature - verstraelen, f.u. Et al (2017). Clinical and radiological results 7 years after copeland shoulder resurfacing arthroplasty in patients with primary glenohumeral osteoarthritis: an independent multicentre retrospective study. European journal of orthopaedic surgery and traumatology, 28(1), 15-22. Doi: 10.1007/s00590-017-2023-8. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that there was one case of subsidence, central peg migration, and decreased function. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported it was determined that initial medwatch filled need to be voided. This event will be reported on 0001825034 - 2018 - 00425.